Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular (lv) lead exhibited high pacing impedance and inadequate capture. The lv lead was discarded and replaced during the procedure on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and inadequate capture were not confirmed. A complete lead was returned in one piece. Electrical testing did not find anomalies. Visual inspection and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of high pacing lead impedance and inadequate capture were not confirmed. A complete lead was returned in one piece. Electrical testing did not find anomalies. Visual inspection and x-ray examination of the lead did not find any anomalies.